Manufacturer narrative:
Insulin pump passed all operating currents tested with in the specification range and passed off no power test. No failed battery test noted. Unit had displayable history check failed on startup alarm in alarm history file. Displayable history check failed on startup alarms were due to corrupted history files. Insulin pump received with cracked battery tube thread, cracked case near display window corners, and crack on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup and failed battery test. The insulin pump had two cracks. A crack was located on the right corner of the screen going upwards and another crack was on the lower left corner going down from the screen. Customer's blood glucose level was 144 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.